Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.